Event description:
Patient allegedly received an implant on (B)(6) 2008 due to post trauma. Patient is alleging tilt, fracture, embedment, stenosis and caval thrombosis. The patient further alleges ¿my life has changed drastically since the ivc filter was implanted. I have suffered from a significant amount of blood clots and varicose veins. Due to the veinous disease I have developed after the implant of the device, I am not unable to work. I have had numerous jobs I have had to leave due to recurring health problems. I have applied for disability, it is currently pending. My leg is in constant pain. It is extremely sore, throbbing the majority of the day and needs to be elevated. I have developed a limp in my right leg. I have a referral for wound care due to an unknown sore on my leg. It is debrated every week. It is being treated with topicals and antibiotics.¿ per a cardiac cath angiograph dated (B)(6) 2017, ¿inferior vena cava below the inferior vena cava filter: severe post thrombotic changes with multiple small channel off recanalized flow. The inferior vena cava has focal stenosis at the level of inferior vena cava filter hook with small channel flow. Within the filter, there was also extensive fibrosis limiting the flow toward the right atrium. Balloon angioplasty as discussed above performed in the distal inferior vena cava and within the inferior vena cava filter with improved flow. The inferior vena cava itself has extensive fibrosis and tilted. There was a fractured limb noted within the wall of the inferior vena cava. The limb appeared to be stable and embedded within the wall of the inferior vena cava above the filter. There appears to be also postthrombotic changes and impaired flow. Conclusion: severe right lower extremity venous disease below the inferior vena cava filter involving the femoral, common femoral, common and sentinel veins, and inferior vena cava filter.¿

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, caval thrombosis, ivc occlusion, dvt, fibrosis, varicose veins, pain, limp, leg sore. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported varicose veins, fibrosis, pain, limp, leg sore are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a cardiac cath report dated (B)(6) 2019: ¿inferior vena cava below the inferior vena cava filter: severe post thrombotic changes with multiple small channel off recanalized flow. The inferior vena cava has focal stenosis at the level of inferior vena cava filter hook with small channel flow. Within the filter, there was also extensive fibrosis limiting the flow toward the right atrium. Balloon angioplasty as discussed above performed in the distal inferior vena cava and within the inferior vena cava filter with improved flow. The inferior vena cava itself has extensive fibrosis and tilted. There was a fractured limb noted within the wall of the inferior vena cava. The limb appeared to be stable and embedded within the wall of the inferior vena cava above the filter. There appears to be also postthrombotic changes and impaired flow. Following multiple balloons angioplasties of the entire right lower extremity venous system and inferior vena cava below and within the inferior vena cava filter, there was mild improvement of flow.¿ per the retrieval report dated (B)(6) 2018, ¿impression: technically successful inferior vena cava filter retrieval. Previously broken strut was not retrieved.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated. Stenosis, fibrosis, tilt, fracture (strut left in body), embedded and impaired flow. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported impaired flow is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.